Event description:
The pt was still in the operating room and the hcp just finished closing the incision. During a final impedance check, electrodes 1 and 3 had readings of <50 ohms (a short). Impedance readings on all the other electrode combinations looked fine. No pt symptoms were reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.